Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered a shock for what appeared to be an atrial-driven arrhythmia. Some morphology changes were noted on the electrogram as well as t-wave oversensing. The shock was successful in converting the rhythm; however, after therapy the r-r intervals remained irregular. Technical services recommended further review of the programmed settings. No adverse patient effects were reported.